Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's daughter that 2 days post implant of this mitral bioprosthetic valve a non-medtronic permanent pacemaker was implanted. The reason for permanent pacemaker implant was not reported. No additional adverse patient effects were reported.  Note: a non-medtronic aortic bioprosthetic valve was implanted during the same procedure.